Event description:
Abscess, wound infeciton, wound dehiscence. Info was received from a physician on dec. 2003, and feb 2004, regarding a pt with a history of surgery for a large intestinal polyp 20 years ago. At that time, most of the pt's large intestine was removed and the ileum was anastomosed to the rectum. An ivh catheter was placed in 2003 and the pt underwent lower anterior resection of rectal carcinoma 2 days later. A median abdominal incision was made about 25 centimeters long and through 2 layers. There were existing adhesions around the anastomosis from the last operation, which were lysed. After resection of the remaining rectum, the "j ileum stoma" was re-constructed and an anastomosis was made between the ileum and the rectum and was sutured with a skin stapler. A drain was inserted into the pelvic cavity. Two sheets of seprafilm were placed ventrally. The pt's incision was sutured by hand. The whole operation took approximately 4.5 hours to complete and the pt lost 480 grams of blood. The pt received IV fosfomycin 4 g/day for 5 days. Three days later, the pt's wound became infected and dehisced. An abscess was found where the seprafilm had been placed, suggesting a relationship to seprafilm according to the reporter. A bacterial culture (type of specimen not provided) was positive for clostridium ramosum and bacteroides fragilis. Two days later laboratory work revealed a white blood cell count of 10.9 x 10^3/mm^3 and a c-reactive protein of 3.9 mg/dl. Seven days later, the pt was completely recovered and was discharged. The relationship between the events and seprafilm was considered probable, per the reporter. The conclusion code was chosen because no sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.